Event description:
It was reported that a cc4204bf collamer plate lens and the pt's capsule tore. The incision was enlarged to remove the lens, a vitrectomy was performed and the incision was sutured after another lens was implanted. The reporter stated the incident was due to a pre-existing pt condition.

Manufacturer narrative:
Eval codes: results - (other): visual inspection of the returned product showed that a haptic plate was torn and a piece of it was torn off and missing. There was evidence of a clear surgical residue.